Event description:
Cryo catheter did not work properly. Noise was noted on the ablator signals on bard. Followed proper protocols for determining if the catheter was at fault. Replaced the catheter and no further issues with signals or noise.